Event description:
Nibp failed to take bp readings. Pump failed to turn on. Monitor is less than 2 yrs old. Did some research and found that this is the latest of 6 nibp pump failures out of 73 mp5 patient monitors total which equates to 8% failure rate. Considering these monitors are all less than 2 yrs old, this is a high failure rate.what was the original intended procedure?to take a non-invasive blood pressure reading.device #1is this a laboratory device or laboratory test?no.